Event description:
N/a.

Manufacturer narrative:
An event of device migration, leak and thrombus were reported during third month follow-up of amulet device implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device migration and thrombus could not be conclusively determined. It is possible that the migration of device may have contributed to reported leak. The reported unexpected medical intervention was due to medication administered (eliquis) for thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 32mm and laa orifice width was 26mm. During procedure, the patient's international normalized ratio (inr) was 1.12, left atrial pressure was 9mmhg and 250ml of fluids were given. The atrial rhythm recorded at start of procedure was atrial fibrillation (af) and activated clotting levels were 314s. The amulet was successfully implanted after the close criteria was met and a tension test was performed. The device compression was less compressed than a roman helmet. A third month follow up was conducted on (B)(6) 2025 and transesophageal echocardiogram (tee) showed the mitral side of the device was migrated proximately and appeared to be sitting at the orifice of the appendage. There was trivial peri flow of 2.19mm was noted. There was a small echo density on the surface of the device that likely presented as a thrombus. The patient was restarted taking eliquis. The patient is at home awaiting decision on plan of care.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.